Manufacturer narrative:
An event of renal failure and patient death after implant was reported. A more comprehensive assessment could not be performed as no other information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, death certificate noted that death was noted due to renal insufficiency. Based on medical review, " the implant procedure was prolonged, and therefore, most likely this was a procedure related death. There is no information to indicate that the death was related to the trifecta valve.

Event description:
It was reported that on (B)(6) 2021 a patient underwent a valve procedure using an unknown sized trifecta valve. It was noted that the procedure was over 12 hours. The patient was noted to have been in poor condition. It was noted that the during the procedure, complications were encountered and the patient was not expected to survive. The patient passed away two days post procedure. The cause of death was unknown. The death certificate noted that death was noted due to renal insufficiency. No further information was provided. The date of death, date of event, date of implant are estimated as the exact dates were not provided.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the date of death, date of event, date of implant are estimated as the exact dates were not provided. . Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.